Manufacturer narrative:
Device received with operating currents within specification. Device passed basic occlusion, self test and displacement test. Unable to prime unit during prime or a33 test due to faulty force sensor resistor. Unable perform occlusion test or excessive no delivery test due to prime anomaly. No display anomalies or flickering was noted. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting out insulin during priming. The customer's blood glucose level was unknown. The customer also reported that the screen sometimes flickered. The insulin pump will be returned for analysis.